Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely due to a recorded battery depletion alert. This device was explanted and replaced. This device is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.